Event description:
This incident was reported by a facility in (B)(6) on (B)(6) 2022. The reporter states, "spontaneously gives the CT injector a failure ( nobody is in the room and nobody did touch the injector). Error ox2005 / ox2002 / ox0005 /ox0002 /ox0017 /ox7844. We took the syringes out and switched the injector out and on and build up the syringes again, the same syringes that were in before ( you don't want to throw away contrast because it is so expansive). Existing set reused after all was build up again and got the air out of the line, next patient for CT abdomen 501. When we check to see the infusion is in place we feel flow in the blood vessel of the fluid. We make the 501 scan and see on the pictures there was no contrast coming, this can be caused by a weak heart rate, so we directly do the scan again, and no contrast again. As we looked at the injector everything seems to be normal, but when we turn round the injector 65 ml contrast comes out of the injector, flows to the ground, probably the contrast was outside the syringe. Mrs. Is now 2x scanned for nothing. After that everything is replaced. Scan done again and there was a little contrast in the bladder. Therefor there is a radiation incident. (B)(6) 2022 injector will be replaced by loaner injector and repaired later." Reporter states there may have been contrast on the technologists hand or face, but that there was no observable harm to patient or staff.

Manufacturer narrative:
As per local guerbet representative on 05 april 2022: the injector is repaired, powersupply item 844483s is replaced and checked ( preventative maintenance ).